Manufacturer narrative:
The device has been returned and the product evaluation is pending. Once the evaluation results are completed a supplemental report will be submitted with the findings. The model and lot number of the device are unknown; therefore, a device history record review cannot be performed. The instructions for use IFU provides a statement regarding abnormal pressure readings, pressure readings can changed quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Additional product codes, dqe and dqk. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the complaint.

Event description:
It was reported that during use of this disposable pressure transducer dpt nd intraclude intra-aortic occlusion device (icf100) the balloon pressure was measured inaccurately by the dpt. During inflation, the balloon was filled with 18ccs of inflation solution and the balloon pressure was reading 450mmhg, but the root pressure was still reading 80mmhg which was the same as the right systemic pressure reading. The balloon pressure was assumed to be inaccurate because the aorta was 3.5mm and there was only 18ccs in the balloon. An additional 2 ccs of inflation solution was added and the balloon pressure was 580mmhg. It was decided to take everything down and put the wire back in to make sure that the balloon was not flipped on itself. The wire was in the ascending aorta and so we inflated the balloon again and the same scenario repeated itself. Another cc of inflation solution was put in the balloon and the root pressure dropped significantly. At this point plegia was started color doppler was used to see the balloon on echo. There was a leak around the balloon. Inflation solution volume was added until the leak stopped. At this time the balloon pressure was 560mmhg and dropped very rapidly to 450mmhg. During the case the root pressure continued to rise, 1 more cc of inflation solution was added at 3 intervals with the last one obtaining complete occlusion, this being at the closing of the atrium. The total of volume at the end of the case was 37ccs with a balloon pressure of 380mmhg. They tried to relocate the transducer to be level with the patient's heart. The surgeon thinks slack could have something to do with it also. At this time, the transducer is suspected to be the issue. No harm to the patient and the valve repair went well. This has happened on 7 other cases. The field representative performed troubleshooting with the clinical team to determine if any use issues were affecting the dpts balloon pressure values. It was found that the perfusionist was not de-airing the pressure system correctly and air was at the sensor. The field representative trained the perfusionist and team on the correct process for priming the dpt to remove all air.

Manufacturer narrative:
One flothru dpt unit was received for evaluation. The reported issue of inaccurate pressure readings was not able to be confirmed. There was no visible damage observed from the returned unit. The dpt sensor zeroed and sensed pressure accurately on hemosphere monitor. No error messages appeared. The pressure did not show any drift during the output drift testing and met specifications. Both input impedance and output impedance of the dpt sensor were within specifications. There was no leakage or occlusion detected from returned unit during the pressure test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.